Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. This lead was subjected to and passed all electrical and integrity testing. The insulation was found to be melted, which was attributed to the explanting procedure.

Event description:
This supplemental report is being filed to include the analysis details in the additional MFR narrative.